Manufacturer narrative:
Complaint number: (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece part number: 89-8507-400-00, serial number: (B)(4) sometimes works, sometimes stop working. It occurred during the cut of the tibia during knee arthroplasty. An extension of surgery of 90 minutes was reported. The patient was under anesthesia at the time of the delay. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The universal handpiece , part number 89-8507-400-00, serial number (B)(4), was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the device had a motor shaft driver not well positioned and the motor was noisy. As repair, the motor was replaced. After repair, the device passed final tests and it was returned to the customer. Additional information: the initial report was submitted late (after 30 days) because the complaint was created late by the distributors.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece part number 89-8507-400-00, serial number (B)(4), sometimes works, sometimes stop working. It occurred during the cut of the tibia during knee arthroplasty. An extension of surgery of 90 minutes was reported. The patient was under anesthesia at the time of the delay. There was no additional harm or injury to patient/operator reported.